Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
A tm=1 error occurred. Per the healthcare provider they were supposed to be refilling the patient¿s pump the day of the report and stated that the patient had not been transported from the assisted living facility where he resides. The patient recently had a hip replacement and had to be transported to his appointments so they wanted to try and get the refill done today. When the hcp turned on the 8840 they received the tm=1 code. The hcp initially stated they were unsure if the patient had enough drug to last until they received the replacement 8840. The reporter stated they did not hear the pump alarming and upon further discussion the hcp confirmed the patient¿s refill date was (B)(6) 2015 so the patient would not run out of drug. On (B)(6) 2015 it was further reported that the replacement 8840 was scheduled to be delivered by 5pm due to the clinic¿s remote location. The healthcare provider reported that the patient could not be refilled yesterday and had been rescheduled. No drug, interventions or patient symptoms reported. Additional follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.